Event description:
It was reported that patient experienced the infusion set tape not sticking issue event on 22 apr 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.